Event description:
Customer called to report that clear fluid was leaking from the flow cell of the coulter lh780 hematology analyzer, and onto the counter. The fluid volume could not be determined. Customer was wearing personal protective equipment (ppe) consisting of a laboratory coat and gloves. Customer did not come in contact with the fluid, and medical attention was not sought. There was no report of exposure to mucous membranes or open wounds, and no one was splashed or sprayed. There was no death, injury or change to patient treatment attributed to or associated with this complaint. There was no impact to patient samples or results. The field service engineer (fse) inspected the instrument and found a few drops leaking from a small tear in the stained sample line to the stain chamber. The fse also found salt residue from a slow leak around the molded end of the diff (differential) sample line, which was loose at the bottom fitting of the flow cell. The fse trimmed and refitted the stain tubing, replaced the sample lines from the diff mix chamber to the flow cell, and cleaned the debris. No further issues were identified. The fse then verified proper instrument performance to ensure that the services performed effectively resolved the instrument issue. Customer has not called back to report any further issues relating to this event. The cause of the event is attributed to the torn tubing at the stain chamber and the loose tubing at the fitting.

Manufacturer narrative:
(B)(4).